Manufacturer narrative:
A ge service rep performed an on site investigation. A complete generator and filament calibration was performed. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the unit had a communications error at the workstation. The system was nonfunctional when the fse went on site. There is no report of death of serious injury associated with this complaint.